Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer change the pump supplies and occlusion was resolved. As pump supplies were changed, tandem technical support was unable to determine a possible cause of the occlusion. Customer's blood glucose was 354 mg/dl.